Manufacturer narrative:
Concomitant medical product(s): 1388tc lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds. The lead was checked and the thresholds were acceptable. The lead remains in use. No patient complications have been reported as a result of this event.